Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result. Got a false positive 2 weeks ago this august 2024 and was verified by getting a pcr at urgent care.